Event description:
On (B)(6) 2014, the reporter contacted animas, alleging the pump was not recording boluses in the pump history. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 04/09/2014. Device evaluation:the device has been returned and evaluated by product analysis on 3/21/2014 with the following findings: during investigation, the pump booted on to the verify screen with audible and vibratory features. During testing, a 24 hour duration test was successfully completed. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. Unrelated to the complaint, the keypad was found to be torn near the ok key. All keys were responsive to user presses, no hypersensitive keys were observed. The keypad cover was removed and no evidence of contamination was observed under the key contact. The history settings issue was not able to be duplicated during investigation.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.